Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. During inspection, olympus did not confirm the reported event of e226. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the hd 3cmos camera head showed error e226 (scope communication error) occurred during reprocessing. There was no delay, and the patient was not under sedation at the time of the event. The intended diagnostic abdominal procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.